Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the exact cause of the hypotension is unknown. However, it could be attributed to a combination of patient factors (advanced age and history of cad, a-fib, aortic stenosis, and hyperdynamic ef), as well as the procedure itself. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transapical tavr procedure, the patient¿s pressure dropped to below 50mmhg systolic as soon as the bav balloon crossed the native valve. The balloon was pulled back and the patient recovered after 3-5 minutes. The bav was completed. When crossing the native valve with the delivery system, the patient¿s pressure dropped again to below 50 and it was decided to pull the delivery system and sheath out of the ventricle and insert another ascendra 3 sheath. The arterial cannula was placed through the sheath and the venous cannula through the left femoral vein. They began bypass with the pump and worked to gain access on the right femoral for the femoral cannula. The bypass cannula was taken out of the ascendra 3 sheath and they re-crossed the native aortic valve with the ascendra delivery system. The sapien valve was deployed successfully and the patient was weaned off bypass. The patient was transferred to the ICU for recovery.